Event description:
It was reported that "the applier jaws got misaligned during use. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in march of 2025 from lot number 06e2467449. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A detailed visual and functional inspection of the device was performed, and it was found that one of the jaws has a bent tooth that is not aligned with the others. This misalignment causes the bent tooth to pinch the clip, preventing the device from releasing the clip properly. While the exact cause of the bent jaw tooth could not be conclusively determined, one possibility is that excessive force or possible improper handling may have been applied during use at the end user's facility. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Notably, all (B)(4) instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the applier jaws got misaligned during use. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".